Event description:
The manufacturer received information alleging a trilogy o2 "ventilator service required" alarm condition occurred while in use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by an operational check that "ventilator service required" alarm sounded. The technician confirmed the occurrence of error code e-344 in the error log indicating (err_obm_air_flow_sensor_failed) and (obm_air_flow_drift_out_of_range) and recommends the oxygen blender system board be replaced to address the issue. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The software version was checked (ver.14.1.03).